Event description:
Customer described return of blood at initiation of ECMO was dark color. Customer changed to oxygen supply directly from wall. No injuries and no death to patient reported.

Manufacturer narrative:
Device return requested. Full function evaluation shall be conducted once device is received. Update on performance results will be provided in follow-up when available. Reportedly occurred during cardiopulmonary bypass. Approximately 3 to 4 minutes into use, customer reported device could not supply suitable mixing gas for fio2 targeted to patient. Device malfunctioned with alarm. Customer described return of blood at initiation of ECMO was dark color. Customer changed to oxygen supply directly from wall. No injuries and no death to patient reported. The following are contact comments in regard to incident. Hospital does not have experience with ECMO. The users did not think alarm was real alarm. Blender has normal operating range of inlet supply gas pressure 30-70 psi. Device was not used within operating range. Operated over 75 psi. Device operated with regulator but made alarm noise. Device has never been overhauled or service as reported.